Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2008 and refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2008 which qualifies this case as an incident. Study description: study (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Patient denied any medical history and had no children. Medication at time of insertion included combined pill. Her last menstrual period before insertion occurred on (B)(6) 2008. She was not pregnant (beta hcg was negative). On (B)(6) 2008 the patient had essure 305 (fallopian tube occlusion insert) implanted for permanent sterilization. Benzodiazepine was used as premedication and IV sedation as additional anesthesia. Uterine cavity was within normal conditions. Her uterus was retroverted. Visualization of ostium was good bilaterally. The procedure was started on left side. It was easy to introduce the catheter into the tubes. The physician used 2 inserts. The procedure took 5 minutes and bilateral placement was successful. At the end of procedure she had 4 coils externally visible in the uterine cavity on the left side and 3 coils on right side. Vasovagal syncope during the procedure was denied. The patient was very satisfied with the procedure and no additional procedure was performed at the same time. Patient presented pain during insertion and after the procedure. Investigator had impression of perforation on left side during placement. Hysterosalpingography was asked for control. On (B)(6) 2008 implants were withdrawn due to perforation on the left side. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 2(B)(4) 2015 for the following (B)(4) preferred term: uterine perforation. The analysis in the global safety database revealed 145 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6)-year-old female subject who was involved in an observational company-sponsored study (study number: (B)(6)). She had essure (fallopian tube occlusion insert) inserted and experienced perforation on the left requiring implant removal. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, investigator had impression of perforation on left side during essure placement. Therefore, causality with the suspect insert/insertion procedure cannot be excluded. Since an intervention was required for devices removal, this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow up information received on 02-apr-2015: follow-up attempts were done, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hcp perforated the tube, found both coils sitting in the pelvic. This event was considered serious due to medical significance and it is listed on the reference safety information for essure. In this particular case the health care professional (hcp) perforated the tube during insertion, she performed a laparoscopy and found both coils in the pelvis. The hcp did a regular tubal and removed both coils. Therefore, given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to the required intervention (laparoscopy). A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Correction on 23-nov-2015 following reconciliation with study database: the patient's center ID was (B)(4). The event perforation on the left requiring implant removal was recoded to medra pt: fallopian tube perforation. Updated ptc result received on 14-dec-2015: final assessment updated without major changes. Medical assessment: the reported events are known, possible, undesirable events and not indicative of quality deficit per se. Since no batch number was reported a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-nov-2015 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and experienced perforation on the left requiring implant removal. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this particular case, investigator had impression of perforation on left side during essure placement. Therefore, causality with the suspect insert/insertion procedure cannot be excluded. Since an intervention was required for devices removal, this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
The code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was determined that a submission from 4/28/2015 was made in error and was resubmitted to 2951250-2014-00447. Please remove the following data from maude: follow up information received on (B)(6) 2015:follow-up attempts were done, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the hcp perforated the tube, found both coils sitting in the pelvic. This event was considered serious due to medical significance and it is listed on the reference safety information for essure. In this particular case the health care professional (hcp) perforated the tube during insertion, she performed a laparoscopy and found both coils in the pelvis. The hcp did a regular tubal and removed both coils. Therefore, given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to the required intervention (laparoscopy).a product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.